Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were not sure it had ever met their expectations, but for the past two years, it had been at the bottom of their "to-do" list. On (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 it was 'adjusted.' While hospitalized to get their heart rate steady (not alleged to be related to the device/therapy), nothing was done or mentioned regarding their implanted system. They did not know whether it was on or off. On (B)(6) 2020, they had surgery to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported had leakage overnight whereas they used to get up once a night. They stated that it was ¿regularly occurring¿ and had tried the high and low settings. The patient was re-directed to their healthcare professional (hcp). Additional information was received from a consumer in (B)(6) 2019 indicating that at first their implant was very helpful, not 100%, the patient had a number of other medical issues for a couple months and now it felt like the ins was less effective. The patient reported having less control and they were leaking all the time. The patient stated they had tried all 4 programs and different settings. The patient felt a tingle when they changed the settings and the sensation usually dissipated after time. It was reviewed that the tingling was normal if it was comfortable. The patient was redirected to their he althcare provider to adjust the programming. Additional information was received from a consumer on (B)(6) 2019. It was reported that they went to their healthcare provider¿s office and met with a manufacturer representative because they wondered if their device was working at all. The rep reprogrammed their therapy settings and adjusted their setting on program 1 to 3.5. It was noted that when they turned on their programmer (pp) today, their therapy setting on program 1 was at 3.7 and they don't¿ know ¿whether it got changed or not.¿ it was noted that they are dry part of the time and they think the device is helping; their symptoms seem to be a little more under control, but not as much as they would hope, and not more than 50%. They were not sure they had it on the correct setting. Troubleshooting included walking through increasing stimulation on program 1; the patient increased on program 1 to 4.8 and it was recommended that they monitor their symptoms with that setting. Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the cause of the setting changing from 3.5 to 3.7 was unknown. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information